Manufacturer narrative:
Of the 1 allegation of a malfunction, no pump were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen with moisture issue. These reports were received from various sources. The patients associated with this allegation was (B)(6) of age and a female.

Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 1 instances of blank screen w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.